Event description:
It was reported that the user received a low glucose alert on the ilet displaying 53 mg/dl, denied symptoms of hypoglycemia, suspected a sensor issue, and initiated self-treatment with oral carbohydrates including a juice box and glucose tablets without a change in the displayed value; the user planned to replace the sensor and did not perform a confirmatory fingerstick. Symptoms included no reported clinical manifestations of hypoglycemia. Outcomes included self-management at home without escalation of care. Investigation included user counseling on hypoglycemia treatment and sensor troubleshooting. Investigation of this case revealed no device malfunction confirmed and a suspected inaccurate sensor glucose reading could not be ruled out. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.